Event description:
It was reported that the patient had two inappropriate shocks due to oversensing noise. The first shock occurred the night after the implant and the next occurred the day after. The local representative checked the system and found noise when pressure was applied to the pocket. The system was programmed off and the patient is waiting for x-rays to be taken. There were no additional adverse patient effects. The system remains implanted.